Event description:
The reporter, the patient's mother, reported the patient's blood glucose levels were elevated for the patient 24 hours, and on (B)(6) 2011 the patient had large urinary ketones. The patient's blood glucose levels have ranged from 20.0 mmol/l to 30.0 mmol/l. The patient did not report experiencing any symptoms of high or low blood glucose levels. The patient's mother contacted the physician, who requested the insulin pump be replaced. Troubleshooting revealed a bolus of 0.0 units on (B)(6) 2011, and on (B)(6) 2011 the basal total was 1.7 units less than programmed. The patient's mother was unable to provide any information regarding these low doses of insulin given. The reporter noted there were no issues with the cartridge, infusion set, no leaks were seen, no occlusion alarms occurred, the infusion site was changed, and the insulin was handled appropriately. The patient took less insulin on two different dates than prescribed. The patient allegedly suffered blood glucose levels and ketone levels suggesting severe hyperglycemia while using the pump. Therefore, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was found to be operating within required specifications and delivering insulin accurately. A review of the pump history from (B)(6) 2010 to the end of pump use (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues. There was no defect found on investigation.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.